Manufacturer narrative:
The pump has been returned and was evaluated by product analysis on (B)(4) 2012, with the following findings: the keypad buttons were found to be intermittently responding. The keypad was removed and contamination was observed under the button contacts. Unrelated to the event the internal battery was found to be corroded and the time and date were found to reset upon removal of the primary aa battery. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The pump was returned to animas for an unrelated issue. The pump has been returned and was evaluated by product analysis on (B)(6) 2012, with the following findings: the keypad buttons were found to be intermittently responding. The keypad was removed and contamination was observed under the button contacts. This report is being made based on the evaluation results.